Event description:
It was reported that the procedure was to treat a totally occluded left main (lm). After predilatation of the lesion with a balloon catheter, a 3.5x15 mm multi-link vision stent was deployed. Post angiogram revealed a dissection in the lm extending to the aorta. Intravascular ultrasound confirmed the dissection. A 3.5x18 mm vision stent was deployed to close the flap; however, there was residual dissection; therefore, a 4.0x16 mm graftmaster stent was deployed. Final angiographic results revealed closure of the dissection, 0% residual stenosis with timi 3 flow. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: universal ii; guide cath: 6 fr jr4; sheath: 6 fr cordis. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the multi-link vision coronary stent systems instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.